Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead triggered an alert due to a high out-of-range pace impedance measurement of 2,340 ohms. The rv pace impedance measurement at implant was 1,200 ohms, however rv impedance trends indicate measurements were consistently within the 300-350 ohms range. The health care professional (hcp) expressed concerns about rv lead function due to small rv signals with no rvsense markers on the presenting electrogram (egm), however the device was programmed to aair. Thus, the rv lead was not used for pacing at this time. Technical services (ts) explained that with v tachy storage off, rv sensing was also turned off and no noise was expected on the presenting egm. The noise observed on the rv channel was not oversensed, therefore there was no impact, clinically. This rv lead remains implanted. No adverse patient effects were reported.